Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the rotation detector had an error due to the defect of the control circuit board. Fse replaced the control circuit board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a detector rotation error occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.